Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No button error alarm noted. The device had had minor scratches to lcd window, cracked case near lcd window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and or serial number label, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 319 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.